Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient's hearing has declined over time. The patient is to be explanted but a date for surgery has not yet been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted in (B)(6) but now lives in (B)(6). Hearing has declined over time.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's hearing has declined over time. The patient was re-implanted.